Event description:
(B)(4) / ra615119 complaint description: a customer contacted ortho global technical solutions centre (gtsc) on (B)(6) 2026 after obtaining a discrepant positive b(abo2) typing result for a patient using mts abd and reverse gel card lot 120225037-15 and 0.8% affirmagen lot 8a126 in conjunction with their ortho vision ID-mts analyzer (B)(6). Complainant/complaint reporter: (B)(6) - laboratory supervisor date of event: 22 june 2026 reported on: 22 june 2026 by (B)(6)to ortho gtsc instrument: ortho vision ID-mts analyzer; s/n (B)(6); sw version 5.17.0; install date: 07oct2025 reagents: mts abd and reverse gel card lot 120225037-15 expiry date 22 september 2026 0.8% affirmagen lot 8a126 expiry date 23 june 2026 mts diluent 2 plus lot 259 expiry date 22 october 2026 patient information: sample ID (B)(6) - original sample ID (B)(6) - confirm sample the customer reported that on (B)(6) 2026 they had tested a patient sample for abo/d(rh1) typing using mts abd and reverse gel card lot 120225037-15 and 0.8% affirmagen lot 8a126 in conjunction with their ortho vision ID-mts analyzer (B)(6) and that they had obtained the following pattern of reactions: date of testing sample ID reagents analyzer result (B)(6) 2026 5:02am (B)(6) ab pos (B)(6) 2026, 5:30am (B)(6) a pos (B)(6) 2026, 6:04am a pos (B)(6) 2026 ,(B)(6) a pos no further details were provided. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a result of the reported event.

Manufacturer narrative:
The customer stated that they had processed quality control samples to validate the ortho mts system and that the results were as expected. The order reports for testing performed on (B)(6) 2026 were provided and confirmed the pattern of reactions as described by the customer. Ortho gtsc investigated this case via e-connectivity data and confirmed the following: - the customer used the handheld barcode scanner to scan the original sample (B)(6) - there was a second patient sample run in the same rack and at the same time as the original sample - the customer interchanged the two patient tubes when using the handheld scanner ortho gtsc provided guidance to the customer on proper scanning procedures, including running only one sample per rack when handheld scanning samples, and offered instructions and photos for cleaning the internal barcode scanner. The device did not appear to cause or contribute to the sample swap; the analyzer functioned as per design. No further investigation was performed on this incident. The discrepant positive b(abo2) typing result was not confirmed. The assignable cause of the discrepant abo grouping result is user error, associated with the laboratory operator interchanging two patient tubes when using the handheld scanner. In mitigation of the use error the ortho vision ID-mts analyser reference guide states under the assign to position section: "danger: mismatched samples, reagents, or diluents may result in incorrect results. Remove the appropriate rack from the load station. Enter the sample ID, reagent ID, or diluent ID in the appropriate fields on the screen, as needed. Verify all sample, reagent, or diluent positions are correct through the software screen diagram before starting sample processing." No further complaints of this type have been received from the customer site since the time of the reported event.